Event description:
It was reported that the user¿s dexcom g6 failed to pair with the ilet due to an incorrect transmitter code entry, resulting in the ilet remaining in bg run mode and suspending automated insulin delivery until the correct transmitter code was entered and the device began searching for the transmitter. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary interruption of automated insulin therapy without medical intervention or use of backup therapy. Investigation included technical troubleshooting and user education, including correction of the transmitter code and guidance on pairing expectations. Investigation of this case revealed user setup error leading to loss of cgm communication with the ilet. It was concluded that the event was attributable to user error with device setup and that correction of the transmitter code was the appropriate mitigation.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.